Manufacturer narrative:
Device evaluation the device evaluation could not be completed as the device or photographic evidence of lot c2319938 of zfv6-125-10-10.0 device was not returned for evaluation. Through the investigation it was confirmed that the complaint issue related to the stent not being able to deploy from the sheath manufacturing records prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. An nc code (gen-131) (sheath / flexor out of spec) was noted for 01 unit on this work order, however this part was subsequently scrapped and would not have contributed to this complaint issue. Review historical data the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label as per the instructions for use, ifu0058 which informs the user about indications for use "the product is intended for use in the iliac, superficial femoral artery (sfa) and above-the-knee popliteal artery for the following treatments: - arterclerotic stenosis ¿ total occlusions that have been recanalized¿. As per medical advisor using ziv device in biliary stenting is an off-label/abnormal use . It was also clarified by medical advisor and engineering that the abnormal use of the zfv6 device to stent in the biliary tree could not have prevented the stent from deploying as per section 6.6.3 of (B)(4) rev009 this event will be documented in the pms log. Where information is reviewed and categorized as use related/off label use and where no adverse event is identified then no complaint is required. The event is documented in the pms log and reviewed as part of post market surveillance image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined from the available information. The root cause is unknown as the device was not returned to confirm a material issue. A possible root cause for the stent deployment issue could be a slightly calcified or tortuous patient anatomy, which can create resistance and lead to high deployment forces and possible device malfunction. Another possible root cause could be attributed to the sheath getting kinked during the advancement of the delivery system within the patient which could then impede proper deployment of the stent. Improper straightening of the delivery system before deployment or applying excessive force during handle manipulation could also cause resistance during the stent deployment process potentially leading to the complaint issue encountered. Confirmation of complaint complaint is confirmed based on customer and/or rep testimony. Corrective action/correction according to the initial report, no adverse effects were reported for this complaint complaints of this nature will continue to be monitored for similar events.

Event description:
Cancellation report is being submitted due to the completion of the investigation on 04-feb-26.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event. Stent did not cale from the sheath. Patient/event info - notes. Could you confirm ¿stent did not cale from the sheath¿ means the stent was not able to deploy from the sheath? Ans. Yes. Was the complaint device inspected for damage before use? Ans yes. According to the physician he has dilated properly, also checked the device before use. He has used .35 hydrophilic guidewire. The anatomy was okay, and patient was stable before proceeding.